Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold, a drop in r-wave sensing and an increase in impedance were observed. It was noted that a noninvasive programmed stimulation will be scheduled in the future and the lead will be assessed further at that time. Hence, the lead remains implanted.